Manufacturer narrative:
At this time, the product has not been returned. If additional information is received, this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted for an unknown reason. Additional information reported indicated that this patient had endocarditis which resulted in the crt-d system explant. No additional adverse patient effects were reported.